Event description:
On (B)(4) 2013, product monitoring received notification that during a CT chest, abdomen and pelvis on an (B)(6) female inpatient optiray 300 was extravasated. Maximum protocol is 3ml per second. The customer reported, the patient had an existing IV in the rt acf, the line flushed with no issues, however, it is reported that less than 50 mls of contrast was extravasated. It was not possible to feel the extravasation due to existing edema. Bruising and redness to forearm. Cold compress was applied and a small amount of contrast was massaged out through cannula site. A second IV was started in the right wrist. The IV line was flushed with no issues. Approx. 5 mls was extravasated. Bruising to the right wrist. A cold compress was applied. A third IV was started by physician (location unk), and the injection was completed without incident. The hospital ward was made aware of incident. No errors were given by the injector.

Manufacturer narrative:
The customer reported extravasations had occurred on this injector recently and desired to have it checked by regional service. The mallinckrodt regional service engineer found the pressure to be within MFR's specifications. Proper operation of the injector was verified.